Event description:
Originally reported to idtf, pt self tester reports protime inr 2.4 vs another protime inr 3.6. Pt therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in process.